Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field(s): d8, g4, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation it is likely due to the (charge coupled device) ccd objective lens water mist causing the image to be blurry. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a blurry image. There were no reports of patient involvement.